Event description:
On (B)(6) 2010, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultramini meter would not power on. On october 28, 2010, the sr. Medical surveillance specialist spoke with the reporter to obtain and clarify information. On (B)(6) 2010, the patient noted the reported meter would not power on; he was unable to test his blood glucose levels. During this time period, the patient noted he could not afford to buy insulin, and so he was taking less than his sliding scale doses to "stretch it out". The patient takes humalog insulin four times per day on a sliding scale based on meter readings and lantus insulin once per day. The patient tests his blood glucose levels five times per day. On (B)(6) 2010, the patient was vomiting blood, and his mother took him to the emergency room. The patient's blood glucose level was tested to be 700 mg/dl, and he was later admitted to the ICU with a diagnosis of diabetic coma. The patient was treated intravenously with insulin. Troubleshooting revealed the patient had correctly replaced the meter's battery, and there had been no misuse of the product. The issue was not resolved. The meter, test strips and control solution were replaced. The patient had decreased his usual insulin doses due to not being able to purchase additional insulin. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.